Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery casing was cracked and that there was moisture found in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings:. No power on reset observed in the black box. Battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. No damage found to returned battery cap.. Returned battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time.. Leak test fails with battery compartment leak. Removed cover; no further evidence moisture was observed on the pcb or internal components. No damage to the power circuit was found.

Manufacturer narrative:
Follow-up #2: date of submission 02/22/2017. Correction to serial #.